Event description:
Water bag was changed and the unit stopped working. Troubleshot equipment - instruction manual indicated internal component failure. Patient was placed on different unit. No harm came to the patient. Biomed tagged, removed, and will test the device.